Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-04968, 04969. It was reported the physician replaced the scs system. The ipg had not been use din years, and the pt reported he was not receiving effective coverage prior to discontinuing the use of the system. Follow up identified the pt received effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.